Event description:
It was reported that the acetabular component was revised due to loosening.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.